Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2015-03212, 1627487-2015-03255 & 1627487-2015-03256. Additional information received identified/clarified the patient underwent surgical intervention on (B)(6) 2015 during which it was found the patient had 2 scs extensions as part of the thoracic system and one of the scs extensions had broken off and was partially in the header and partially out. The physician explanted and replaced both extensions. The system is now working well and patient is getting good coverage. The scs extensions are being reported respectively as device 3 and device 4.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03212. The patient has a thoracic scs system and a cervical scs system, this issue is related to the thoracic scs system. It was reported diagnostics revealed high impedance values for the patient's scs leads. An sjm representative was unable to obtain stimulation with reprogramming. As of (B)(6) 2015, x-rays revealed that one of the leads has pulled out of the scs ipg header. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.